Event description:
The caller, home care nurse, reports that the inner cannula of the device disconnects from the tube. The caller reports that the leak is not big enough to necessitate decannulation of the tube because it is not compromising proper ventilation. No further information is available.

Manufacturer narrative:
The caller reported that the tube is not available for analysis since routine replacement has not been performed. Information of this nature will be added to the database and trends will continue to be monitored. (B)(4).